Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific indicated that the patient called them and told them that she was informed that this lead is broken. She has been to a couple physicians who say the lead is broken. The patient indicates that she has had some chest pains and has abnormal fatigue.